Event description:
It was reported that the user experienced a device crash following a meal announcement while using the ilet system, and customer care verified the crash in system reports. Symptoms included hypoglycemia, with a lowest reported blood glucose of 39 mg/dl and a reading of 71 mg/dl at the time of the call. Outcomes included self-treatment with oral glucose. Investigation included review of device reports and completion of troubleshooting and education, with assignment for additional training. Investigation of this case revealed a crash temporally associated with the meal announcement, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.